Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was suspended during shower and when reconnecting, the buttons were not responding and then it alarmed button error. Blood glucose value was 7.8 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer declined to receive a replacement since she has been discussing with the doctor to get off insulin pump therapy. The customer was taking a medication that would keep the blood glucose level low and might not need the device anymore.